Event description:
Biopsy needle got stuck in a very dense breast sample and the doctor was unable to get the needle out of patient and had to use novacaine and cut the needle out.

Manufacturer narrative:
No sample was received for evaluation; therefore, we are unable to confirm the reported issue. However, several corrective actions have been initiated in regards to design enhancements in an effort to improve the product's performance and reliability. In doing so, the achieve product line now includes three significantly redesigned components all of which are of critical importance to the functionality of the device. Devices manufactured with these modified components have been thoroughly tested to verify not only that they have successfully eliminated the failure modes of interest, but also to assure that these modifications have not negatively impacted other areas of device performance. A review of the manufacturing documentation for the lot reported showed no issues.